Event description:
The user facility reported to terumo cardiovascular systems corporation that, prior to cardiopulmonary bypass during prime, the purge line located off the oxygenator membrane was leaking. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 22, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. Visual inspection confirmed that the purge line was torn off at the bond to the oxygenator housing, and no additional damage was observed. A retention sample was visually inspected, and the purge line was intact and no other damage was noted. A review of the device history record revealed no production related anomalies. The product is 100% visually inspected during manufacturing. The damage to the purge line at the oxygenator housing wake likely due to excessive force to the connection post manufacturing. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).